Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation confirms the cautionary statement on the label is incorrect. The root cause is design. In (B)(6) 2014, via (B)(4), the label was revised for the affected product code to show the correct compatibility with sigma fixed bearing tibial trays. (B)(4) was initiated. No additional corrective action required. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Event description:
Stem box is labeled incorrectly. Box states stem is indicated for tray sizes 1.5-3 but this particular stem is actually for tray sizes 4-6.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.